Manufacturer narrative:
Patient ID reported as (B)(6). Exact patient weight reported as (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device history record was reviewed and no issues were found during manufacture that would contribute to the compliant condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that the: the returned devices were manufactured in 2/05 (357.389), 2/07 (357.366), 3/06 (357.386) & 3/06 (357.411) respective of the product information tab/DHR links, docusphere history and range from 7-9 years in the field. During this time they have seen extensive use and have been routinely malleted on in many locations. None of these devices are intended to be malleted on directly and technique guide j3900i provides guidance for recommended use for these devices. The 357.386, 11/8mm protective sleeve has been significantly damaged from the malleting to the point of being dented and bent 1-2°. This condition, in conjunction with deformation of the aiming arm guide sleeve engagement hole¿s lead edge, has resulted in no longer permitting full insertion of the protective sleeve as intended and led to this confirmed complaint. Drawings from the time of manufacture 357_411 rev.e, 357_366 rev.b, 357_389 rev.d & 357_386 rev. F were reviewed and determined to be suitable for the vintage intended design and dimensional conformity [ca99 (dig. Caliper 150mm) and other than previously identified damaged features] when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a male patient underwent an open reduction internal fixation hip fracture surgery on (B)(6) 2014. The trochanteric fixation nail (tfn) system was used with a short nail. As the surgeon was assembling the system, the metal trocar got stuck in the black aiming arm. The surgeon used a mallet to get the trocar into the aiming arm, then attempted to drill the distal screw but missed the nail completely. The screw was removed and it was decided that the screw was not needed. The surgery was successfully completed with a surgical delay of an hour. No patient harm was reported. This report is 5 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.